Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the contrast button was found to be intermittently responding. The contrast button has no affect on insulin delivery function. The keypad was removed and contamination was observed under the contrast button contact. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow was found to be sticking and scrolling; none of the other keypad buttons could be tested. There was evidence of contamination found under all key contacts and the up button contact was found to be inverted. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the up, down and ok buttons are intermittently responding.